Manufacturer narrative:
Follow up 26-may-2016 (quality-safety evaluation of ptc) and additional information was received from consumer on 27-may-2016: she provided her initials, date of birth and hcp (health care professional) information contact. Essure insertion date was updated to (B)(6) 2008 (essure model was updated from 205 to 305). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who started having headaches right after had essure (fallopian tube occlusion insert) insertion. The device was removed and she recovered from this event. Additionally, she stated essure was inserted in an operation which included novasure. The reported events are listed according to essure's reference safety information. In this particular case, consumer reported headaches starting in close association with essure procedure and recovering with device removal. No alternative explanation was available for this event. Considering headaches have been reported as a possible adverse event during essure therapy, a causal relationship with the suspect insert cannot be excluded. Since device removal was required, this case was regarded as an incident. Regarding the reported endometrial ablation performed concomitantly with essure insertion, according to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process. Product technical complaint investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 27-apr-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2007. Device was placed in an operation which included novasure. Right after the procedure she started having headaches. She was sent to a neurologist and she was put on two different medications. They helped her with them somewhat but the headaches were there, debilitating headaches. After 2 mris they found nothing wrong. In sept 2015 she saw a news report about essure and she could not believe it;; this is why she has been having headaches. She found a doctor who believed her that essure was causing her headaches. She had them removed on (B)(6) 2015. The next morning she woke up with no headache; her headaches were gone. She is now off all her headache meds. She stated that she was sure that she is allergic to one of the metals in the essure; probably the nickel. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who started having headaches right after had essure (fallopian tube occlusion insert) insertion. The device was removed and she recovered from this event. Additionally, she stated essure was inserted in an operation which included novasure. The reported events are listed according to essure's reference safety information. In this particular case, consumer reported headaches starting in close association with essure procedure and recovering with device removal. No alternative explanation was available for this event. Considering headaches have been reported as a possible adverse event during essure therapy, a causal relationship with the suspect insert cannot be excluded. Since device removal was required, this case was regarded as an incident. A product technical analysis and follow-up information are being sought. Regarding the reported endometrial ablation performed concomitantly with essure insertion, according to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process.

Manufacturer narrative:
Follow-up received on 08-sep-2016: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who started having headaches right after had essure (fallopian tube occlusion insert) insertion. The device was removed and she recovered from this event. Additionally, she stated essure was inserted in an operation which included novasure. The reported events are listed according to essure's reference safety information. In this particular case, consumer reported headaches starting in close association with essure procedure and recovering with device removal. No alternative explanation was available for this event. Considering headaches have been reported as a possible adverse event during essure therapy, a causal relationship with the suspect insert cannot be excluded. Since device removal was required, this case was regarded as an incident. Regarding the reported endometrial ablation performed concomitantly with essure insertion, according to the field safety notice distributed on march 2, 2016 in (B)(6), endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process. Product technical complaint investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Despite follow up attempts, no further information was received.